Event description:
The manufacturer received information alleging that ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not been returned and evaluated by the manufacturer at this time. A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
The manufacturer received information alleging a motor shut down alarm condition occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third party service center for evaluation, and the customer¿s complaint was not able to be reproduced. During the device evaluation on 08 sept 2025, it was noted that the unit failed, lost communication and alarms. The device's system printed circuit board assembly had failed and was noted to be damaged. In conclusion, the device's printed circuit board assembly was replaced to address the issue. The device passed functional testing after repair. The root cause is confirmed at this time. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements. Additionally, during the service of the device, the air inlet foam filter, external flow sensor ferrite, fio2 return tubing and fio2 sensor cable were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.